Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Some force was used to removed the prostyle device. It should be noted that the electronic prostyle instructions for use states: do not advance or withdraw the preclose prostyle device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose prostyle device should be avoided, as this may lead to significant vessel damage and/ or breakage of the device, which may necessitate intervention and/ or surgical removal of the device and vessel repair. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is not being returned as it was retained by the hospital. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Excessive force. Per the instructions for use, do not advance or withdraw the perclose proglide device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair.

Event description:
It was reported this was an arteriotomy closure of the moderately calcified right common femoral artery using the pre-close technique via a 7f sheath hole prior to a transcatheter aortic valve replacement (tavr) interventional procedure. Reportedly, there was some resistance advancing the prostyle device in the artery. The prostyle device was deployed; however a cuff miss occurred. The lever was closed completely and it was thought that the prostyle foot had closed. When retracting the device from the anatomy, the device became stuck. The device broke at the junction of the distal to proximal guide, but not into two pieces as it was still held together by the actuator wire. Some force was used and the device was able to be removed from the anatomy. It was noted that the foot of the prostyle had not retracted completely prior to attempting to remove the device from the anatomy even though the lever had been closed completely. The foot was intact and no portion of the device had separated completely or remained in the patient. An 8f sheath was inserted; however, there was still bleeding from the access site so the sheath was upsized to a 14f. The tavr procedure was completed and then a surgeon was called in to performed cut down surgery of the access site to repair the vessel as tissue damage had occurred due to the difficulty removing the prostyle. Hemostasis was achieved with surgical sutures. There was no reported adverse patient sequela. There was a clinically significant delay in the procedure due to the need for cut down surgery and hospitalization was prolonged. No additional information was provided.